Manufacturer narrative:
A ge rep evaluated the system and reseated connectors. System operates as intended.

Event description:
The customer reported, the system is having image stability and image quality problems. No pt injury was reported.